Event description:
The peritoneal dialysis (pd) patient called tech support while in dwell 4 of 4 because of a m65 "scale reading" error message. During the call he stated that he was feeling some discomfort and would like to complete a stat drain. The drain was completed in cycle 4 and the volume was 2639ml. Once this was complete, the patient felt better. A review of the treatment data provided by the patient shows a recorded large drain 1 volume of 4120 ml. Treatment data provided below: see scanned table. Contacted the patient's pd rn who stated that the patient did not require medical intervention during or following this event. Additionally, the patient continues with the ccpd program in stable condition. The reported large drain 1 volume exceeds the 180% drain criteria (drain volume/prescribed fill > 180% - 4120ml/2000ml = 206%) for a reportable device malfunction.

Manufacturer narrative:
A review was performed by the post market clinical department of the treatment data provided. A large intra-peritoneal volume drained at drain 1 with an undetermined cause. There was no adverse event associated with this reported large drain volume. The peritoneal cycler (plant investigation) is currently undergoing evaluation and a supplemental report will be submitted upon completion.